Manufacturer narrative:
The device evaluation is ongoing. There was an additional record created, due to the same reported event happening twice. The additional complaint record is; c24379688. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had tissue that was pushed out of the scope while it was in the patient, it was the first pass of the biopsy forceps. The tissue was retrieved and there was a 5 minute delay. The scope was replaced with a similar device. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm, injury, or infection.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "access port 4761". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the suggested event was likely due to the user not performing inspection prior to use in accordance with instructions for use, and there was no information to support the presumption. The material remained in the biopsy channel after reprocessing due to damage to the channel. However, a definitive root cause could not be identified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The event can be detected and prevented by following the instructions for use which state: a. Instruction for use instructs to check foreign material at inspection prior to use in the following chapter. 3.8 inspection of the endoscopic system, inspection of the instrument channel 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. B. Instruction for use states on troubleshooting during procedure as follows: operation manual chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.